Event description:
Customer's spouse called to report a hospitalization due to low blood glucose. The paramedics were called to home because customer was incoherent and the blood glucose was 31 mg/dl. Spouse gave wife glucagon shot. The current blood glucose reading is 187 mg/dl. Customer was experiencing low blood glucose for two days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.